Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.